Event description:
It was reported that pt images that had been previously acquired were not available for recall even though they had been saved.

Manufacturer narrative:
Device evaluated by service personnel, hard drive replaced. No injuries were reported.